Event description:
Boston scientific received information that this system was exhibiting noise which was oversensed and resulted in pacing inhibition for this pacemaker dependent patient. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional details are received.